Manufacturer narrative:
Vegetations. Device not returned. Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, it was reported that the patient also had infected pacemaker leads, which could have possibly caused or contributed to the infected valve. Unfortunately, the root cause of this event cannot be conclusively determined without the sample device or with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 3 years 5 months due to prosthetic valve endocarditis with infected pacing wires. Per the op report, the aortic valve was inspected and found to be grossly infected with multiple vegetations on the prosthetic valve leaflets. The device was removed in its entirety and replaced with a 21 mm edwards valve. Of note, the patient's pacemaker leads also had fibrotic material and what appeared to be some vegetations. After weaning the patient off cardiopulmonary bypass, the aortic valve was noted to be working with no central valvular insufficiency or perivalvular leak.